Event description:
Olympus smartband device malfunctioned during case. Several bands misfired when the doctor was trying to band esophageal varices. Procedural note: ...the esophagus was completely ulcerated and had 3 columns of moderate varices. 5 bands were applied to the lower esophagus, further banding was attempted but the bands slipped off... Recommendations: repeat banding in 4-6 weeks. (Usual practice, not a result of band slippage.)